Event description:
A report was received from (B)(6) stating that the device was submerged in water. It is known that this event did not occur during surgery. However, it is unk if there was user or pt injury or medical intervention. The date of the event is unk. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).